Manufacturer narrative:
(B)(4). Additional information was received four months following the initial observations that the latitude red alerts were still being generated for this system due to out of range pacing impedance measurements. The physician is aware of the continuing red alerts. No other adverse events have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
(B)(4). A revision procedure was subsequently performed and the pacing/sensing portion of the right ventricular (rv) lead was removed from service and replaced due to the pacing impedance measurements exceeding 2000 ohms and high threshold measurements. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that a red alert was generated for this system due to high/out of range pacing impedance measurements. No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
A boston scientific technical services consultant discussed the clinical observations with the caller regarding a potential lead issue or calcification. The most recent measurements have been with normal limits. The system remains implanted and no other adverse events have been reported. This product issue will be updated if additional information is received.